Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. From the inspection result by local service department and the past similar case, omsc presumed the following as cause. A) the channel port received excessive force when being used with maj-891 (forceps/irrigation plug). B) rotation stress was applied to the channel port during other handling.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and confirmed the reported phenomenon caused by physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, it was found that the channel port was loose. There was no report of patient injury associated with the event. The event date was unknown.